Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04536. The pt received his scs system, including two leads (with different lot numbers) on (B)(6) 2011. It was reported invalid contacts were identified on both leads. It was also reported the invalid contacts moved around to different electrodes. The pt was reprogrammed, which did not resolve the issue. An x-ray was performed which revealed one of the pt's leads had migrated. The pt was working closely with his physician for the next course of action, including a possible surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.